Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using lyumjev brand insulin, tandem technical support provided off-label insulin messaging. Occlusion was caused by a blocked cartridge. The customer changed supplies and resumed insulin therapy.